Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the type of the material and root cause of the material remaining in the device cannot be identified. A definitive root cause cannot be determined. There was no deformation to the device where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. According to the customer, the following details regarding the cds process were unknown: whether the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair, whether there was delay in the start of the pre-cleaning, whether there were abnormalities in the accessories used for reprocessing, whether the scope was immersed in detergent solution, whether the air/water nozzle was flushed with air, water or detergent solution, and whether the nozzle was cleaned with lint-free cloths/brushes/sponges. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.